Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b1 (product problem), d10, h3 corrected: g1.

Event description:
Today mr. (B)(6) has revised 3 lcs cemented knee components. The patient's knee was revised to address loosening of the tibial component at the unknown interface. The femur, tibia and insert there is no size, product code or lot number information. Available. The reason for the revision is due to a report of tibial tray loosening by the radiologist. Doi: unknown, dor: (B)(6) 2021, unknown knee.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.